Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call of issues with customer's low blood glucose levels and their reservoirs. The wife states the customer's levels had gone low and caused the customer to crash into their garage door. The wife believes the reservoirs may be part of the recall that was done. The customer was advised that they did not receive any affected lots. The wife states they would call back to continue to troubleshoot. No blood glucose reading provided.